Event description:
It was reported that: "on (B)(6) 2024 0:03, cag+pci was performed, and iabp pump was inserted through the left femoral artery, the process was smooth, and he returned to the ccu ward at 01:25, with the iabp pump assisting the circulation at a counterpulsation frequency of 1:1. On (B)(6), at 08:50, there was a reddish liquid in the helium catheter at the bifurcation of the patient's left femoral artery iabp pump catheter, and the doctor considered that the balloon of the iabp pump catheter ruptured, and he stopped the iabp pump catheter at once. The iabp pump assisted circulation was immediately stopped and the iabp pump catheter was removed. There was no reported patient harm."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2024 0:03, cag+pci was performed, and iabp pump was inserted through the left femoral artery, the process was smooth, and he returned to the ccu ward at 01:25, with the iabp pump assisting the circulation at a counterpulsation frequency of 1:1. On (B)(6), at 08:50, there was a reddish liquid in the helium catheter at the bifurcation of the patient's left femoral artery iabp pump catheter, and the doctor considered that the balloon of the iabp pump catheter ruptured, and he stopped the iabp pump catheter at once. The iabp pump assisted circulation was immediately stopped and the iabp pump catheter was removed. There was no reported patient harm."